Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 810881) for female sterilisation. The patient had a medical history of adenomyosis, cervicitis, diabetes mellitus, heart attack, depression, coronary artery disease, cervical dysplasia, vaginal bleeding, nausea, abdominal pain, hyperlipidemia, polycystic ovary, back pain, anemia, hypothyroidism, hypertension, hyperlipidemia, dysfunctional uterine bleeding, parity 3, multi gravida, menometrorrhagia, anemia and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3824 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) -2013: final result narrative: examination: CT scan abdomen and pelvis without contrast. Clinical indication: recent uti, abdominal pain, back pain, nausea, d&c, polycystic ovarian disease. Findings: essure wires in the fallopian tube is noted. No evidence of ascites. The appendix is unremarkable. Tiny fat containing umbilical hernia. No renal calculi or hydronephrosis. No mass lesions of the solid organs. No free air or ascites. Mild prominence of the adnexa and ovaries. No large adnexal mass. Impression: no acute abnormality could be demonstrated [pathology test] on (B)(6) 2021: final diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, excision: acute and chronic cervicitis with reactive cellular changes. Benign endometrium with features of secretory phase. Adenomyosis and leiomyomas (largest 2.5 cm.), myometrium. No significant pathologic abnormality, ovaries. No significant pathologic abnormality, fallopian tubes. Clinical information: abnormal uterine bleeding, menorrhagia acute on chronic blood loss anemia symptomatic fibroids. Tissue submitted: uterus, bilateral tubes and ovaries. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. 810881) for female sterilisation. The patient had a medical history of adenomyosis, cervicitis, diabetes mellitus, heart attack, depression, coronary artery disease, cervical dysplasia, vaginal bleeding, nausea, abdominal pain, hyperlipidemia, polycystic ovary, back pain, anemia, hypothyroidism, hypertension, hyperlipidemia, dysfunctional uterine bleeding, parity 3, multi gravida, menometrorrhagia, anemia and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3824 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2013: final result narrative: examination: CT scan abdomen and pelvis without contrast. Clinical indication: recent uti, abdominal pain, back pain, nausea, d&c, polycystic ovarian disease. Findings: essure wires in the fallopian tube is noted. No evidence of ascites. The appendix is unremarkable. Tiny fat containing umbilical hernia. No renal calculi or hydronephrosis. No mass lesions of the solid organs. No free air or ascites. Mild prominence of the adnexa and ovaries. No large adnexal mass. Impression: no acute abnormality could be demonstrated [pathology test] on (B)(6) 2021: final diagnosis: uterus, cervix, bilateral fallopian tubes and ovaries, excision: acute and chronic cervicitis with reactive cellular changes. Benign endometrium with features of secretory phase. Adenomyosis and leiomyomas (largest 2.5 cm.), myometrium. No significant pathologic abnormality, ovaries. No significant pathologic abnormality, fallopian tubes. Clinical information: abnormal uterine bleeding, menorrhagia acute on chronic blood loss anemia symptomatic fibroids. Tissue submitted: uterus, bilateral tubes and ovaries lot number: 810881 manufacture date:2011-03 expiration date: 2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.